Event description:
It was reported that during a da vinci-assisted surgical procedure, there was wire damage to the fenestrated bipolar forceps confirmed through camera images. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the breakage occurred at the distal end (tips) of the device, and a silver cable appeared to be damaged. There was no material missing or detached from the portion of the device that enters the patient, and there were no reports of fragments falling from the device while it was used within a patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.